Event description:
It was reported that the patient presented in the emergency room due to shortness of breath. It was noted that there was an inappropriate mode switch, with ffrws (far-field r-waves) falling into the refractory period. It was also noted that blanking periods and sensitivities had been previously modified to attempt to remedy this condition. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 7122 competitor implantable tachy lead, (B)(6) 2008. (B)(4).